Event description:
It was reported that the pump shut off unexpectedly. It was also reported that the customer experienced an elevated blood glucose (bg) level and high levels of ketones. Cause was not known. A manual dose injection was administered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. The customer will use multiple dos injections for insulin therapy and a replacement pump was sent.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a missing data alert and a cracked touchscreen issue was identified.